Event description:
The following report was rec'd from the affiliated: approx 48 hrs post index procedure the pt complained of chest pain and so a cag was conducted. Thrombus was observed at the distal end of the implanted cypher at the proximal left anterior descending. To treat the thrombus, aspiration was conducted twice followed by deployment of a 3.0x18mm cypher des at 12atms for 30 seconds and 45 seconds at the distal end of the implanted cypher in an overlapping fashion. The pt was reported as stable following the procedure. Physician's comment: the cause of the thrombotic event was because there was disturbing flow at the distal end of the implanted cypher due to the myocardial bridging. So it is not related to cypher's defect.

Manufacturer narrative:
The procedure was an elective case. The target lesion was proximal left anterior descending. The lesion was denovo and concentric; classified as type b1. The lesion length was 14.7mm and vessel diameter was 3.14mm. Pre-dilatation was not conducted. A 3.5x18mm cypher des was deployed at 12atms for 30 seconds and then 45 seconds by direct stenting. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0 %. Timi flow pre and post procedure was iii. Act was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.